Event description:
Boston scientific became aware of an event involving exalt model d single-use duodenoscope through the article titled: single pediatric center experience with single-use duodenoscopes by sapna khemka, et al. Per the article, between november 01, 2020 and april 15, 2025, 28 patients were enrolled in the study, the ages ranged from 11 to 24 years old undergoing endoscopic retrograde cholangiopancreatography (ercp) using exalt model d. Adverse events associated with use of exalt model d include 2 occurrences of pain, 1 occurrence of post ercp pancreatitis and 1 cholangitis. It was reported that these events were treated medication and hospitalization. Please refer to the cited article for complete details.

Manufacturer narrative:
Block h6: imdrf code e1002 captures the reportable event of abdominal pain. Imdrf code e1021 captures the reportable event of pancreatitis. Imdrf code e1109 captures the reportable event of cholangitis. Block b3: date of event represents the article online publishing date. Block d4, h4 detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Block g2: literature source journal article: sapna khemka, et al. "Single pediatric center experience with single-use duodenoscopes", frontiers in pediatrics, 2026; doi: 10.3389/fped.2026.1721719. Block h11: the devices associated with the reported events were not returned for analysis; therefore, no device evaluation could be performed. Additionally, no images were available within the article to further assess the described events. A device technical analysis could not be performed because the implicated devices were not returned for evaluation. In addition, no images or other physical evidence were available to support further technical assessment of the reported events. A labeling review was performed using windchill. The IFU contains detailed device information and instructions for the device use. The adverse events of infection and inflammation are anticipated in the IFU. Also, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on the event description and the information provided by the author, there is insufficient evidence to suggest that an exalt model d device malfunction contributed to the reported events of pancreatitis, cholangitis, abdominal pain, the need for additional pain medication, or prolonged hospitalization. The reported clinical symptoms are known risks documented in the product labeling. Due to the lack of additional information and the absence of the returned devices, no definitive conclusions could be made regarding the device's contribution to the reported events. The patient's reported impact included the need for additional pain medication and prolonged hospitalization. Based on all available information, the most probable cause was determined to be "cause not established"